Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a gemstar pump. After an unspecified length of time, it was reported that solution leaked at the connection of the tubing to the inlet port of the filter of the tubing set. It was reported that the tubing set was replaced and the therapy was resumed. The customer contact reported that the solution that leaked was cleaned up according to the user facility's protocol. There was no report of adverse pt effect and no reported of delay in critical therapy to the pt. No medical intervention was required. Though requested, no add'l info was provided.